Event description:
During an endoscopic variceal ligation (evl) procedure, the trigger cord of a cook 6 shooter saeed multi-band ligator is cut. Then, the physician used another new mbl-6 product and finished this procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
During the laboratory eval, the report could not be confirmed. Only the handle and trigger cord were returned. The beads were verified for correct location. The length of the trigger cord measured within specification. The trigger cord was intact and not broken. The subassembly device history record for the string was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not confirm any defects with the trigger cord and the trigger cord met all the dimensional requirements. Therefore the report could not be confirmed. It is a misconception that the trigger cord remains attached to the barrel after all bands have been deployed. The trigger cord and barrel are separate components and are not intended to be attached or connected. Prior to distribution all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.